Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during testing of the right ventricle lead, it was not possible to pace on the ventricle lead channel using the mobile programmer. Question marks were observed on the atrial and ventricle channels and the mobile programmer application displayed a message that parameter change could not be confirmed. It was further reported that the issue seemed to occur while the physician was using electrocautery. No patient complications have been reported as a result of this event. Application version: 4.4.2 host tablet os version: 18.5.